Event description:
It was reported that for one week the patient has no longer been able to hear with his device on his left side. The patient is bilaterally implanted. According to the parents, the child did not receive any impact on his implant site. Testing showed 10 channels with high impedances and the ground electrode status being undeterminable, indicating that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.